Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the physician found the spring wire guide kinked during use on the patient. The patient's condition is reported as fine.

Event description:
It was reported the physician found the spring wire guide kinked during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire will be analyzed as part of this complaint investigation. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire was kinked towards the distal end. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. No other defects or anomalies were observed. The kink on the guide wire measured 37mm from the distal weld. The guide wire total length measured 602mm , which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.800mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through the returned arrow raulerson syringe (ars)/introducer needle subassembly. Little to no resistance was encountered as the guide wire passed completely through the subassembly. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was kinked. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the damage was observed during use and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found the spring wire guide kinked during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).. UDI related data quality updates only section d.4.-(UDI)# corrected to (B)(4). The customer returned one, opened cvc kit for analysis. The guide wire will be analyzed as part of this complaint investigation. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire was kinked towards the distal end. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. No other defects or anomalies were observed. The kink on the guide wire measured 37mm from the distal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.800mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through the returned arrow raulerson syringe (ars)/introducer needle subassembly. Little to no resistance was encountered as the guide wire passed completely through the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was kinked. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.